Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; distal segment returned and analyzed. Blood/body fluid was present on the helix mechanism and all conductors. The outer insulation was pulled apart due to overstress, and there was an outer insulation breached cut.

Event description:
It was reported that there were high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.